Event description:
A health care professional reported that the lenses found to be damaged (unspecified). Additional information received and stated that the patient had a posterior capsular tear, that's why it was decided to use a 3-pc lens. However, when opened the lens, the haptic snapped.

Manufacturer narrative:
A product was not returned for analysis. A product device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The root cause has not been identified. The manufacturer internal reference number is: (B)(4).